Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The aux interface pcb was replaced and the work station pcbs and all connections were reseated. The system software was reloaded. The system was tested and found to be working as intended and returned to service.